Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and steered down to the mitral valve when the grippers were tested. Only one gripper would lower. Troubleshooting was performed however the gripper would still not lower therefore the cds was removed. A new clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.